Event description:
It was reported that patient presented to the clinic experiencing syncope, a heart rate of 28 beats per minute, had complete heart block and was lethargic. The pulse generator exhibited intermittent loss of capture. The device's ventricular output was re-programmed and the autocapture was turned off. The patient was fine and symptom free after the re-programming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lethargic.